Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. During testing and inspection of the returned device, the bending section cover had a cementing defect, the metal braid of the insertion part was damaged and scratches were found inside the biopsy channel. The customer provided the cleaning, disinfection, and sterilization (cds) process performed at the user facility. During pre-cleaning the customer aspirates water through the instrument/suction channel and flushes out the air/water, auxiliary, balloon and forceps evaluator wire channel. A detergent is not used during pre-cleaning, however, during manual cleaning the customer uses alazyme. Using lta medical brushes, the customer brushes the instrument/suction channel, suction cylinder, instrument channel port, the balloon channel and the distal end/area around the elevator. The scope was not manually disinfection. The scope is horizontally stored and the olympus is the maintenance company for the customer. The scope was sterilized using cold sterilization and the scope is sterilized as per procedure. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the uretero-reno videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of unknown microorganisms were reported through culture testing by the user after reprocessing however, were not confirmed as the user results were not provided and when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.